Event description:
It was reported that the clutch came apart. No adverse consequences were alleged.

Manufacturer narrative:
The service report was for parts only. This unit was evaluated by the maintenance technical at the hospital and they will be repairing the unit once the part is received. Conclusion: part was ordered for repair of this unit.